Event description:
The customer stated that they had been getting intermittently low results all day for an unspecified number of patient samples tested for calcium gen.2 (ca) and creatinine jaffe gen.2 (crej) on a c501 analyzer. The customer stated that calibration failed with an error and that quality controls failed for the ca test in the morning. The ca test was calibrated again and controls were within range. The customer replaced an accessory reagent after the issue started and controls were within range. The customer noted that there were water drops on the splash guards of the reaction disk. The customer questioned ca and crej results that were reported outside of the laboratory for a total of four, possibly 5 patient samples. Of these, three, possibly 4, had erroneous ca and crej result that were reported outside of the laboratory. The first sample initially resulted as 0.54 mg/dl for crej and this value was reported outside of the laboratory. The sample was repeated, resulting as 0.99 mg/dl for crej. The repeat result was believed to be correct and a corrected report was issued. The second sample, from a male born on (B)(6), initially resulted as 0.81 mg/dl for crej and this value was reported outside of the laboratory. The sample was repeated, resulting as 1.31 mg/dl for crej. The repeat result was believed to be correct and a corrected report was issued. The third sample, from a male born on (B)(6), initially resulted as 7.4 mg/dl for ca and this value was reported outside of the laboratory. The sample was repeated, resulting as 8.9 mg/dl for ca. The repeat result was believed to be correct and a corrected report was issued. The customer verbally provided an initial ca value of 6.5 mg/dl and a repeat ca value of 9.1 mg/dl, but could not clarify if this data was from one of the four patient samples, if this data may have been incorrectly stated, or if this data represents data from another patient sample. The customer could not find any record of this data. The patients were not adversely affected. The ca and crej reagent lot numbers and expiration dates were asked for, but not provided. The field service representative determined that the cell rinse volumes were too high and was overflowing the reaction cell. He adjusted the rinse volumes to correct levels. He ran precision studies and these were within specifications. The instrument passed all applicable calibrations and quality controls.